Event description:
The original repair request was "drill gets hot and makes a whinning noise". After the qc eval of the motor, it was determined that the drill was within qc spec for heat and the attachment was the source of the reported problem. This complaint is being opened as a result of that finding. On follow-up conversation with the hospital, hospital rep said that the motor stopped spinning during a craniotomy. Surgery was delayed for about 15 minutes. He said that the thought it happened as a result of user error. He said that the tech in the case before had handled the equipment different from the way he normally did. He stated he thought the cgs attachment was not seated properly on the drive gear and the attachment seized & the tool would not spin. No pt injury or intervention occurred as a result of this incident.